Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2011; 4076 lead implanted: (B)(6) 2013. Product event summary: the device was returned and analyzed. The device met (B)(4) of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the two epicardial left ventricular (lv) leads were exhibiting high thresholds. Both leads were capped with no replacement. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.